Event description:
The duett sealing device was deployed following an interventional procedure (via an 8f sheath, right femoral artery). The physician stated that the deployment was unremarkable. About 8 hours after the deployment, it was noted that the pt's pedal pulses were absent and the toes were white. Treatment included angiojet and an infusion of t-pa. The event was resolved and no further complications were reported.